Manufacturer narrative:
H10: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was received outside of original packaging. The device is coated in debris. No physical damage visible. The self tapping tip is still attached to the distal tip of the shaft and the implant is still attached to the shaft as intended. The device doesn't appear to have been actuated. A functional evaluation revealed the actuators function as intended. The implant can be deployed as necessary and the anchor plug extended against the inside of the self tapping tip as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H6: updated codes.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the doctor wanted to shuttle 4 sutures through the titanium tip of the healicoil knotless anchor, but it fell away, outside the patient. The procedure was completed with a smith and nephew back up device. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.